Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). No lot # provided; medical device expiration date: unknown; device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes had erroneous results.